Event description:
It was reported that the system had a problem with power supply cutting out during exams. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the low voltage power supply. The system operates as intended.